Event description:
Caller reported blood glucose results of 41 mg/dl on the inform system and a lab result of 295 mg/dl within 10 mins. Customer reported no pt symptoms, treatment, or adverse event relative to this discrepancy. Meter passed valid control tests, was not replaced or returned. Strips not available for return, replacement sent.